Event description:
It was reported that research pathology of an explanted heart found 1 unk xience stent and 2 unk vision stents implanted in the proximal left anterior descending coronary artery. The stents showed grade I stent fracture. The cause of death was nonstent related cardiac death. The events occurred 80 days post stent implantation. The reporter believed stent fracture was related to a thin neointima, and thus 'lack of support' for the stent long term and the findings would apply to all second generation drug eluting stents which have thin neointima. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event: (B)(6) 2009. Estimated date of implant: (B)(6) 2008. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The two other devices referenced being filed under separate medwatch MFR numbers.